Event description:
The representative reports oversensing on the ventricular lead resulting in inappropriate shocks. The impedance on the lead occasionally drops below 200 ohms. The system was replaced with an OEM system. The date of explanted is not available at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.